Manufacturer narrative:
Sections d10, h3, h4: additional information manufacturer's investigation conclusion: evaluation of the patient¿s returned shower bag could not confirm the report of water ingress. Examination of the returned shower bag did not find damage or wear to any of the seams, zippers or fabric that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. The evaluation was unable to reproduce the reported leak. The hm3 IFU and patient handbook states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. The IFU provides instructions for showering with the use of the shower bag. Lastly, the IFU states that the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that water immersed into the shower bag. No further or additional information was provided.